Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to patient information was missed. A technical support specialist troubleshot the device and verified in es server the unit nw3w under area nw3, and its correct, and the patient now showing in a correct area. The tss confirmed with customer that the patient was showing up in correct area. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, one patient information is not showing on the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, one patient information is not showing on the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.